Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to image sensor/image sensor unit cable being broken because of stress applied to the bending section. The event can be detected/prevented by following the instructions for use below: 3.8 inspection of the endoscopic system -inspection of the endoscopic image user can reduce/prevent occurrence of the suggested event by following IFU below. Important information ¿ please read before use ¦precaution for disappeared or frozen endoscopic image do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the device was found to intermittently relay no image or show a purple-tinted image during angulation; this was caused by a damaged charge-coupled device. In addition, the bending section cover's adhesive was cut; the bending section had frayed wires; the insertion tube was scratched and had a loose connection. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the endoeye flex deflectable videoscope was relaying a discolored image (purple). The issue was found during reprocessing. The device was returned for evaluation. During testing, the device was found to intermittently relay no image during angulation. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported. The scheduled patient procedure was completed with a similar device with no delay.